Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the patient¿s outcome could not be conclusively established through this evaluation. (B)(4) was not explanted for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use is currently available. Section 1 of this document lists the adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing this event.

Event description:
It was reported that the patient expired on (B)(6) 2021. It was reported the device operated as intended. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation. No additional information was provided. Privacy laws prohibit the customer from providing information regarding the case.